Event description:
It was reported that a patient experienced peritonitis with a relapsing event coincident with peritoneal dialysis (pd) therapy. The cause of the initial peritonitis was unknown. The patient was hospitalized in the same month as onset of the event for three days. It was reported that approximately two months after discharge the patient experienced a relapsing event and was re hospitalized. The cause of the relapsing event was unknown. The patient was treated for both the initial and the relapsing event with intraperitoneal vancomycin (dose, frequency and duration not reported). In the month following the relapsing event, the patient recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The initial peritonitis event began on an unreported date in (B)(6) 2015. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.